Manufacturer narrative:
Based on the investigation's findings, the peeling of the curved rubber adhesive is likely due to physical stress applied to the bonding area. The inability to insert the forceps and channel cleaning brush suggests a blockage within the forceps channel, possibly caused by a foreign object. The identity of the residual fluid or foreign object exiting the forceps channel, along with the root cause of its presence within the device, could not be determined. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in urf-v3 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in urf-v3 reprocessing manual chapter 5 reprocessing the endoscope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the adhesive around the uretero-reno videoscope's curved rubber was found peeling. Additionally, the forceps and the channel cleaning brush could not be inserted at all, and residual fluid or a foreign object was found coming out of the forceps channel. There was no patient involvement.